Event description:
The dental implant fx4014swc was removed on (B)(6) 2020 due to failure to osseointegration 4 months and 19 days after implantation. The patient has no significant medical history. The patient required bone augmentation for the operation. The doctor noted periodontal disease during explantation. The patient has recovered without complications.